Event description:
It was reported that during an ablation procedure an air leak occurred at the hemostasis valve of the introducer. The physician performed transseptal puncture using a swartz braided transseptal introducer and a non-sjm needle. A biosense webster lasso ablation catheter was advanced into the left atrium. The physician pulled the swartz introducer back into the right atrium and removed the non-sjm ablation catheter. At this time, the physician noted an air leak at the hemostasis valve of the introducer. The introducer was replaced and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.